Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant the physician asked nurse for a lead, the box was labeled model as 2088tc/52 cm with serial number as (B)(4), however the label on the lead states model as 2088tc/58 cm with serial number caw*****. No additional information was available.